Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if any issues arose again, which the caller understood.